Event description:
Further investigation identified the death of the patient was unrelated to the alleged malfunction of the device. In turn, the patient was discharged home under care of hospice. Reportedly, the patient passed away three days later at home.

Manufacturer narrative:
Analysis of the records revealed that there was no device malfunction. The issue was not able to be duplicated. The device was functioning as intended. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced low oxygenation. Reportedly the patient's device was no longer putting out air. The daughter tried other devices to no avail. As a result, the patient's daughter called an ambulance and the patient was taken to the hospital where she was treated and released.